Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the on-call pain pump nurse was the person who initially reported the event to the rep. The cause of the motor stall was unknown. The replacement had not yet been scheduled but the patient was stable and on oral medication.

Manufacturer narrative:
Analysis of the pump found a motor/feethru anomaly and shorting across the insulator. Eval code - conclusion code ¿ is being updated to for this event. Eval code- result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification,corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from a healthcare professional (hcp) that clarified the patient information for a previously unknown pump. Information had been previously received from a consumer regarding a previously unknown patient. Consumer stated that her healthcare provider (hcp) told her that this patient's pump had gone bad and out in the last three months. No other information is known at this time. This information was previously reported in the manufacturing report as follows: 3007566237-2016-03449.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml fentanyl at 900 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient's pump had a confirmed motor stall. The patient had not recently had an MRI. The motor stall occurred on (B)(6) 2016 and had not recovered by (B)(6) 2016. The pump had been reprogrammed to minimum rate. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received a manufacturer's representative on (B)(6) 2016. The patient's pump was received by the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received a manufacturer's representative on 2016-dec-02. It was reported that the patient's pump was replaced on (B)(6) 2016 and the pump was sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.